Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they could not charge the implant(ins) because of controller problems, including black or white screen display and messages stating the controller or ins had no charge, which required resetting the system each time. When asked for the event, patient(pt) stated that it's been going on for a little while but not really bad and in the last couple of days it stopped working at all. Agent had pt remove the battery pack and plug the empty controller into the ac power supply; pt confirmed that the screen powered on. Agent had pt reinsert the battery pack; pt confirmed that there was a green light flashing on top of the controller screen. Pt reported that the controller was sometimes unable to locate the ins. During troubleshooting, agent instructed the patient to charge the ins, and while on the "checking the recharger" screen, pt stated that the system would sometimes stay on the same screen for hours. After a few seconds pt started seeing the normal charging screen however a no device found message displayed shortly after. Pt noted that this happens all the time and was also happening before they called. Pt pressed try again and the ins began charging with excellent quality, controller 70% and ins 70%. Agent sent a request torepair to replace the recharger. Patient called back and repeated information previously documented in this case reported system problem rm03 and software problem (intellis, 3.6, 1546, appmanager.c) continually populate when trying to charge the ins and requires the patient to remove and reinsert the controller battery to continue. Patient stated they can only get the ins to maybe 30%, then the messages begin to interrupt them. Patient reported the controller screen had also been going white/black and unresponsive, requiring controller reset to briefly resolve. Patient additionally stated their equipment won't "recognize their body" (agent understood no device found) or the screen will keep spinning while trying to locate the ins. Patient received the replacement recharger, but all the same things continued to happen over the weekend. Patient stated they realized there was a cut in the cord and they could see internal wires of the recharger (patient discovered this while on the call, so couldn't verify if the cord arrived that way, or happened after being in their possession). After reviewing prior documentation, agent decided to replace both the recharger and controller; patient understood to keep their battery pack and will call back if they require assistance setting up/pairing the controller. Patient stated they had been in pain without use of stimulation. Agent sent requests to repair and closed case.